Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this peripheral intravenous catheter was blunt and thus required more needle sticks. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One peripheral intravenous catheter was received for device evaluation. Visual inspection under a microscope did not reveal any anomalies or discrepancies. The needle was found to be sharp, and the bevel showed no defect. The wall thickness and the trim length were found to be within manufacturing specification. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.